Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely depressed allergen specific igm patient sample test result was obtained from an immulite 2000 xpi system when the sample was auto-repeated. The customer ran the sample in a microsample tube. Siemens is investigating.

Event description:
A falsely depressed allergen specific igm test result was obtained for one patient from an immulite 2000 xpi system when the sample was auto-repeated. The initial test result and the auto-repeat test result were released to the physician(s). The same sample was repeated at a later date on the same system and a test result that matched the initial test result was obtained. The repeat test result was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2247117-2022-00011 was submitted on 18-mar-2022. Additional information (16-jun-2022): the operator has not reported additional discordant test results for samples that were processed in microsample tubes. Siemens is investigating.

Manufacturer narrative:
The initial MDR 2247117-2022-00011 was submitted on 18-mar-2022. Supplemental MDR 2247117-2022-00011_s1 was submitted on 21-jun-2022. Additional information (14-sep-2022): the log files that siemens requested for investigation were unavailable. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse performed routine troubleshooting on the system, resolving the issue. The cause of the falsely depressed allergen specific igm test result is unknown. The system is performing within specifications. No further evaluation of this system is needed.